Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the rep met with the patient on (B)(6) 2018. The rep stated they were unable to recover the implantable neurostimulator (ins) to functioning. The patient reported they saw an elective replacement indicator (eri) message on the recharger about a month prior, but they decided to ignore it. The rep instructed the patient to make an appointment with the healthcare professional (hcp) to discuss ins replacement.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the rep met with the patient on (B)(6) 2018. The rep stated they were unable to recover the implantable neurostimulator (ins) to functioning. The patient reported they saw an elective replacement indicator (eri) message on the recharger about a month prior, but they decided to ignore it. The rep instructed the patient to make an appointment with the healthcare professional (hcp) to discuss ins replacement. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4); product ID: 37743, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The consumer reported that they had poor communication with the ins recharger when trying to recharge implant. It was reported that the stimulation had stopped. The patient reported that they had a sudden loss of stimulation and everything quit working two weeks ago from (B)(6) 2018. The patient reported that they were sent new recharging equipment but that has not resolved the issue. The patient reported that they had blank screen on the patient programmer then poor communication. It was reported that there was poor communication with the ins recharger on another implant. The patient reported that the antenna cord was damaged on the ins recharger. The patient reported that they have a return of pain in the tailbone up back to the neck. The patient reported that the last time they had a successful charge was three weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.